Manufacturer narrative:
In addition to the b30 error code reported in b5, the customer also stated that the scope connector was damaged, and the air pressure connector was leaking. These issues were also found during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. During inspection and testing, image noise with error b30 was observed. The scope connector was loose. A leak was found due to a loose valve. The scope failed the electrical continuity test in the bending section. The plastic cover at the distal end, the insertion tube, the bending rubber, the adhesive on the bending rubber, adhesive on the object lens, and the light guide lens, were non-olympus parts indicating third party repair. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the flex videoscope displayed scope communication error b30 during reprocessing. There were no reports of patient harm.